Manufacturer narrative:
Pending completion of device analysis. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. (B)(4).

Event description:
Agent contacted technical solutions regarding a patient's pump with a large volume discrepancy. Agent reported that the patient was filled with 20ml of 15mg/ml dilaudid. The patient complained about a lack of pain relief and an increase of pain. Agent stated that the patient was brought in for a refill where they pulled 19ml out of the pump, expecting 3.959mls. A cap study was performed that showed the catheter to be patent. A prime stem and catheter was performed and the valves were heard to be actuating via a stethoscope. Agent confirmed that the patient's pump was filled with saline. The pump was later explanted.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. Additional physical investigation was performed on the device, confirming the alleged issue. Visual inspection of the pump did not find any anomaly with the pump's exterior. Operation of the pump reservoir function was checked by filling the reservoir with 20 ml of sterile water for injection (swi) and allowing the reservoir's pressure to return the fluid into the syringe. The reservoir was refilled and the cap was flushed with 5 ml of swi. A demand bolus of 0.300 mg with a 1.00 mg/ml concentration over 16 minutes was programmed with a programmer. The pump was able to prime at ambient temperature, but not at 37°c. The pump was programmed with a 1.994 mg daily dose multi-rate flow test over a 24-hour time period at 37°c for 1 day. The dispensed volume was 0.0 ml (0%) of the expected volume. This does not meet the design specification. This behavior is indicative of a pump that may fall under the scope of CAPA 00065. Continued analysis will be required to determine the root cause of the issue. Internal complaint number: (B)(4).